Event description:
During the explant procedure a portion of the catheter lock on the bardport was retained in this patient needing subsequent removal. There is a small white flexible sleeve that stretches over one end of the catheter lock. This sleeve is the same color as the catheter and looks like it is a portion of the catheter. When the catheter was removed this small sleeve slipped off of the catheter lock and was hidden in tissue. The instructions for use booklet does not show the catheter lock as a two piece component. The instructions for use booklet also does not provide a removal procedure.